Event description:
Update: (B)(4) 2012; patient fact sheet was received, which identified part/lot information, date of implantation for right side, and no date of revision on either side.

Event description:
Litigation papers allege excessive levels of chromium and cobalt.

Event description:
Litigation papers allege excessive levels of chromium and cobalt. Update: (B)(4) 2012; patient fact sheet was received, which identified part/lot information, date of implantation for right side, and no date of revision on either side. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. Update: (B)(4) 2012 - the sales rep has reported the revision surgery for the right side. Patient was revised to address pain.

Manufacturer narrative:
Depuy considers this investigation closed. Should the product or additional information that changes this conclusion be received, the investigation will be reopened.

Manufacturer narrative:
Corrected: event/problem description, explant date. Depuy still considers this investigation closed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.